Event description:
It was reported that loss of capture resulting in patient asystole was observed on the right ventricular (rv) lead during the implant procedure. The rv lead was tested on the pacing system analyzer, and it was working as expected. The rv lead was explanted and replaced to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Additionally, a visual and x-ray examination of the lead revealed no anomalies.